Manufacturer narrative:
Related medwatch reports: 3004193489-2015-00096, 3004193489-2015-00097, and 3004193489-2015-00098. The meter will be returned for evaluation. Test strips were consumed. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
During a call to nova customer care, the consumer mentioned 4 separate visits to the ER for dka starting in late 2012 and ending in early 2014 while using nova products. Consumer did not have his meter with him and was not sure if he even still had it. Consumer did not have any more nmts on hand as he switched to accuchek brand. Consumer stated that his nova meter was reading "normal" and giving bg readings around 130 however he stated he would feel symptoms of high bg levels. Consumer admitted himself to the hospital and there his bg was tested using hospital meters and his levels were very high often registering too high to read. Consumer stated that each visit lasted several days. Consumer stated that control testing was performed at the hospital and it was out of range but the consumer was not sure what the cs results were. The consumer was unable to provide any information regarding the meter, strips and could not provide any information regarding his hospitalizations. 1 of 4.